Event description:
It was reported to philips that the co2 connector for the device was worn / damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.